Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted in the arm. According to the patient, on (B)(6) 2025, according to the patient, on (B)(6) 2025, the patient fainted and was unconscious. An emergency ambulance was called, and the patient was taken to the hospital. At the hospital the bg reading was 56 mmol/l whilst the patient was still unconscious. The patient was transferred to ICU and then into the diabetes ward. An MRI was performed at the hospital; however, no results were provided. The patient could not recall further details of the event. The patient stated they do not recall whether any inaccuracies occurred and neither pump nor sensor could be verified as faulty. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information has been provided. On the day of the incident, the patient had removed her sensor early in the day in anticipation of an MRI scan. The patient reported during the call that the MRI was pushed back later in the day, causing the patient to be without an active sensor session and closed-loop system, leading to the incident. It was determined that the report was submitted in error and it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-340777 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.